Event description:
On (B)(6) 2010, the lay user/patient in the (B)(6) contacted lifescan (lfs) alleging that the onetouch ultraeasy meter does not turn on. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests five times a day and manages her diabetes with humalog insulin (three times a day on a sliding scale based on the result with the subject meter) and lantus insulin (twice a day based on her blood glucose result). The patient clarified that the alleged power issue was intermittent sometime at the end of (B)(6) 2010. However, on (B)(6) 2010, the patient alleged that the subject meter no longer powered on and in response to the alleged issue, the patient clarified she continued to administer her insulin based on how she was feeling and the activity done during the day. The patient denied testing on another device. At an unknown date/time following the alleged power issue, the patient claimed at times felt shaky and weak. The patient does not recall how long her symptoms lasted; however, stated she would administer self treatment with insulin (date/time unknown). During troubleshooting, the csr confirmed the patient was using the correct test strip and the battery in the subject meter did not need to be replaced. The csr also verified that the subject meter did not turn on with the power button or test strip. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A report was received that the pt had an infection at the ipg and lead site. The pt had redness and swelling. The primary care physician (pcp) prescribed oral antibiotics. The pcp believes the infection was procedure related. Recently, the physician confirmed that the infection appeared to be gone.